Event description:
It was reported that a femoral rupture, hypotension and death occurred. Vascular access was obtained via a left and right transfemoral artery approach. The access vessel was moderately tortuous. The moderately calcified native aortic annulus was 22.3 in diameter. A 14f isleeve introducer was placed. An extra small (xs) safari2 guidewire was used during the procedure. Balloon aortic valvuloplasty (bav) was performed with a 22mm non-boston scientific (bsc) balloon catheter in accordance with the IFU. The patient was pacemaker dependent at this time of the procedure with a low blood pressure of 50/25mm hg. A medium size acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced into position. The medium size acurate neo2 valve was implanted to treat the native aortic annulus. The patient became further hemodynamically unstable. A contrast injection was performed to assess the position of the medium size acurate neo2 valve and patency of the coronary arteries. Echocardiography imaging excluded pericardial effusion. Cardiopulmonary resuscitation (CPR) was performed and the patients condition temporarily stabilized. A rupture of the right femoral artery was noted after acurate neo2 valve implantation which was treated with the implant of two unknown manufacturers stents. A contrast injection was performed to assess the position of the implanted stents. CPR was performed again. A blood transfusion was performed. Attempts to stabilize the patient were unsuccessful and the patient died in the cath lab.